Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("a few months after placement pain developed in the lower abdomen 10 days before period / 10 days later the pain worsened at night") and device breakage ("foreign body fragments with histologic reaction") in a 42-year-old female patient who had essure (batch no. 857598) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (aggravated by the pill), anaemia (during use of iud) and parity 1. At insertion there were 3 trailing coils on the right and 3 on the left. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included genital haemorrhage with iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("lower abdomen swollen / lower abdomen started to swell / impression that no longer have an abdominal band"), back pain ("back aches worsened"), pain ("diffuse pain all of the body, pain persisted"), allergy to metals ("the patient had sensibility to nickel sulfate"), arthralgia ("joint pain worsened"), burning sensation ("constant burning sensation in the lower back"), polyarthritis ("incapacitating inflammation every day in all my joints, i.e. Hips, knees, shoulders, hands and elbow"), dyspepsia ("gastric burning"), fatigue ("constant fatigue") and migraine ("migraines") and was found to have uterine leiomyoma ("uterine leiomyomas"). The patient was treated with antiinflammatory and antirheumatic products, other drugs for functional gastrointestinal disorders and surgery (total hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, device breakage, abdominal distension, back pain, allergy to metals, uterine leiomyoma, arthralgia, burning sensation, polyarthritis, dyspepsia and migraine outcome was unknown and the pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, burning sensation, dyspepsia, fatigue, migraine, pain and polyarthritis with essure. The reporter considered device breakage and uterine leiomyoma to be related to essure. The reporter commented: some doctors thought it was fibromyalgia, but she does not have the symptoms of depression and insomnia. The pain and fatigue weigh on her, and ruin her daily life. She took unspecified medicines for the stomach. On an unspecified date x-rays, ultrasounds and blood tests were performed, which ruled out spondylarthritis and inflammatory rheumatoid diseases. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. X-ray - on an unknown date: confirmatory test at 3 months was satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("a few months after placement pain developed in the lower abdomen 10 days before period / 10 days later the pain worsened at night") and device breakage ("foreign body fragments with histologic reaction") in a 42-year-old female patient who had essure (batch no. 857598) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (aggravated by the pill), anaemia (during use of iud) and parity 1. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included genital haemorrhage with iud. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("lower abdomen swollen / lower abdomen started to swell / impression that no longer have an abdominal band"), pain ("diffuse pain all of the body, pain persisted"), arthralgia ("joint pain worsened"), back pain ("back aches worsened"), burning sensation ("constant burning sensation in the lower back"), polyarthritis ("incapacitating inflammation every day in all my joints, i.e. Hips, knees, shoulders, hands and elbow"), dyspepsia ("gastric burning"), fatigue ("constant fatigue"), migraine ("migraines") and allergy to metals ("the patient had sensibility to nickel sulfate") and was found to have uterine leiomyoma ("uterine leiomyomas"). The patient was treated with antiinflammatory and antirheumatic products, other drugs for functional gastrointestinal disorders and surgery (total hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, device breakage, abdominal distension, arthralgia, back pain, burning sensation, polyarthritis, dyspepsia, migraine, allergy to metals and uterine leiomyoma outcome was unknown and the pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, burning sensation, dyspepsia, fatigue, migraine, pain and polyarthritis with essure. The reporter considered device breakage and uterine leiomyoma to be related to essure. The reporter commented: after insertion there was 3 trailing coils on right and 3 trailing coils on left. Some doctors thought it was fibromyalgia, but she does not have the symptoms of depression and insomnia. The pain and fatigue weigh on her, and ruin her daily life. She took unspecified medicines for the stomach. On an unspecified date x-rays, ultrasounds and blood tests were performed, which ruled out spondylarthritis and inflammatory rheumatoid diseases. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. X-ray - on an unknown date: confirmatory test at 3 months was satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and events uterine leiomyomas and foreign body fragments with histologic reaction added. There was total hysterectomy and bilateral salpingectomy for essure removal. Uterine leiomyomas were found, there was also foreign body fragments with histologic reaction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("a few months after placement pain developed in the lower abdomen 10 days before period/10 days later the pain worsened at night") in a (B)(6) year-old female patient who had essure (batch no. 857598) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (aggravated by the pill) and anaemia (during use of iud). Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included genital haemorrhage with iud. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("lower abdomen swollen/lower abdomen started to swell/impression that no longer have an abdominal band"), pain ("diffuse pain all of the body, pain persisted"), arthralgia ("joint pain worsened"), back pain ("back aches worsened"), burning sensation ("constant burning sensation in the lower back"), polyarthritis ("incapacitating inflammation every day in all my joints, i.e. Hips, knees, shoulders, hands and elbow"), dyspepsia ("gastric burning"), fatigue ("constant fatigue"), migraine ("migraines") and allergy to metals ("the patient had sensibility to nickel sulfate"). The patient was treated with antiinflammatory/antirheumatic products, spasfon and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, arthralgia, back pain, burning sensation, polyarthritis, dyspepsia, migraine and allergy to metals outcome was unknown and the pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, burning sensation, dyspepsia, fatigue, migraine, pain and polyarthritis with essure. The reporter commented: some doctors thought it was fibromyalgia, but she does not have the symptoms of depression and insomnia. The pain and fatigue weigh on her, and ruin her daily life. She took unspecified medicines for the stomach. On an unspecified date x-rays, ultrasounds and blood tests were performed, which ruled out spondylarthritis and inflammatory rheumatoid diseases. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. X-ray - on an unknown date: confirmatory test at 3 months was satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added, potential legal case, stop date of essure and events migraines and the patient had sensibility to nickel sulfate added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.